Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate remained at the limit indication and did not improve during use. Per review of wo on 12may2025, there was no patient injury report. Per follow up information received via mail on 12may2025, the device will be sent to imi and the issue has not been resolved yet.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The alleged event is no longer reproducible. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the reported issue is unable to be reproduced. The reported issue could not be reproduced. No repair needed. Unit passed all test. Correction: d, h. DHR and labeling reviews are not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate remained at the limit indication and did not improve during use. Per review of wo on 12may2025, there was no patient injury report. Per follow up information received via mail on 12may2025, the device will be sent to imi and the issue has not been resolved yet.